Event description:
Dealer called in and stated that after sitting in the chair the end user alleges he went to rearrange himself and the weld popped and broke where the back canes attach to the lower frame near the wheel axle.